Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2014; explanted: on (B)(6) 2020; product type: catheter; product ID: 8784; lot#serial#: (B)(6); implanted: on (B)(6) 2014; explanted: on (B)(6) 2020; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the device manufacturer representative indicated that the fluid was aspirated before explant and not after.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6),implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter pro duct ID 8784 lot# serial#(B)(6), implanted: (B)(6) 2014,explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving baclofen (2000 mcg at 599.57712 mcg/day) via an implanted pump.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient had their baclofen pump replaced on (B)(6) 2020. The patient presented to the emergency department on (B)(6) 2020 with a fever and urinary tract infection. The patient was discharged home. Blood cultures were positive for methicillin sensitive staph aureus (mssa) on (B)(6) 2020. The patient was administered antibiotics on (B)(6) 2020. The patient was admitted to the hospital on (B)(6) 2020. The baclofen pump pocket was noted to be tender and warm. A computed tomography (CT) scan with contrast of the abdomen showed a pump pocket abscess on (B)(6) 2020. On (B)(6) laboratory testing revealed positive for mssa. On (B)(6) 2020 the baclofen pump and catheter (entire system) were removed/explanted and not replaced due to infection (please note: this conflicts with the previously reported information that the pump and catheter were(B)(6) 2020. The clinical diagnosis was pump pocket infection. The event required/resulted in patient and/or prolonged hospitalization. The event required medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body s tructure or a body function. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. Additional information received from an hcp via a clinical study indicated that on (B)(6) 2020 an infection was diagnosed in the pump pocket. The baclofen pump was at 668.6 mcg/day. Weaning of baclofen dosing was initiated in preparation for explant. On (B)(6) 2020 the patient's pump was decreased to 590mcg/day. On (B)(6) 2020 the pump was decreased to 490.4 in the morning, then 389.7mcg in the afternoon. Agitation was noted and the patient responded to oral baclofen. On (B)(6) 2020 the patient was showing signs of baclofen withdrawal including increased tone and agitation. The withdrawal was controlled with 30mg oral baclofen every 6 hr on (B)(6) 2020. The withdrawal resolved on (B)(6) 2020 and was considered related to the device/therapy and related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Product ID 8784 lot# serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2015, UDI#: (B)(4), product ID: 8784, serial/lot #: (B)(4), ubd: 18-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving gablofen via intrathecal infusion pump for intractable spasticity. It was reported that there was infection at the pump pocket site. An unrelated CT scan was taken on (B)(6) 2020 and abscess was seen. On (B)(6) 2020 fluid was aspirated from the pump pocket site underneath the pump. There were no environmental/external/patient factors that may have led or contributed to the issue. The entire pump and catheter were explanted on (B)(6) 2020. The patient was given IV antibiotics and oral baclofen for spasticity once the pump was explanted. The issue was resolved at the time of the report.